Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on its right atrial (ra) and shock channels due to electromagnetic interference (emi). Technical services (ts) was consulted and reviewed stored data. Ts recommended further examination. This device remains in service. No adverse patient effects were reported.